Manufacturer narrative:
Death: 1 patients. Neurological deficit: 5 patients.

Event description:
It was reported that following an ablation procedure, patients experienced transient neurological deficit, and one patient expired. There were no further patient complications reported in relation to this event.